Manufacturer narrative:
The referenced previous report of hemolysis is covered under MFR# 2916596-2014-02303.approximate age of device: 39 days.the device was returned to the manufacturer but evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient continues to experience hemolysis, with symptoms of hematuria and elevated lactate dehydrogenase (ldh) levels and plasma hemoglobin levels. The patient was treated with a heparin drip and fluids. Ldh levels decreased to 1362 u/l and plasma free hemoglobin dropped to 5 g/dl. A decision was made to exchange the pump to another manufacturer''s device on (B)(6) 2015.

Manufacturer narrative:
A correlation between the device and the reported event could not be confirmed based on the on evaluation of the returned pump. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no evidence of deposition. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and device thrombosis as potential adverse events associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: during elective pacemaker change found to have elevated ldh & plasma hbg.